Event description:
When attempting to pull the dilating portion of a gastrostomy tube through the abdominal wall, the peg tube separated from the dilating tube at the connecting adapter. The peg tube remained in the pt's esophagus and stomach. A rat tooth forceps was used to retrieve the tube. Another peg tube was then successfully placed without incident. There was no pt injury reported.